Event description:
(B)(4). It was reported that vessel perforation occurred. In (B)(6) 2014, the patient presented due to unstable angina and percutaneous coronary intervention (pci) was performed. The target lesion was a concentric, ostial, type b1, de novo, non diffuse lesion located in the non calcified and non tortuous first obtuse marginal (om) branch with 99% stenosis contained in less than 45 degree bend and was 15mm long with a reference vessel diameter of 2.25mm. It was treated with predilatation and placement of the 2.25x20mm promus premier¿ drug eluting stent at 8 atmospheres. Post deployment of the study stent, vessel perforation was noted at the distal end of first om. Hence, post dilatation was performed with a 2.0 mm unspecified balloon catheter at 1 atmospheres for 6 minutes, residual stenosis was visually confirmed as 0% and timi 3 flow was restored. In addition, medication was also given to treat the event. The physician suspected that the cause of the perforation was due to an unspecified guidewire. One day post procedure, the patient was discharged.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).